Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post cardiac resynchronization therapy defibrillator (crt-d) implant, the patient developed an infection. It was noted that the patient noticed discomfort and drainage from the site. The patient reported that when reaching up for ¿peas¿ at the grocery store, the patient noticed drainage from the site that was ¿clear and cloudy¿. Antibiotics was administered, and the crt-d system was later removed. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.